Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving prialt, 4.0 mcg/ml concentration at 1.3844 mcg/day dose and baclofen 550 mcg/ml at 210.05 mcg/day via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the medication was not helping like it used to despite having dose increase. Patient was having nerve ablations in his lower back for pain and was concerned that the catheter was punctured during the process. Patient had a stroke and other medical issues but had not had a problem with the pump medication prior to the ablation. Reported symptom was increased pain. No further complications were reported.